Event description:
The pt had developed sepsis which was resolved. Four months later the pt was hospitalized again with fever and sepsis. The sjm bioprosthesis was explanted, and due to damage of the aortic root, a stentless valve from another manufacturer was implanted.